Event description:
The customer reported a software issue. Further information was provided that the issue was not with the software but with the optical switch, which was giving the wrong selection resulting in an operational check failure and the system going to service mode. There was no reported patient or user involvement and no adverse patient/user impact.